Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown gel implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent bilateral breast prostheses implantation with mentor gel implants in (B)(6) 1998 developed bilateral rupture that was diagnosed by ultrasound and mammogram in 2016. The patient also reported swollen lymph-nodes, and external leak of implant on the right side. The patient also reported autoimmune issues, fibromyalgia and hives. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.